Event description:
It was reported that the medfusion pump is stuck in error mode after upgrade attempt.fail-safe

Event description:
It was reported that the medfusion pump is stuck in error mode after upgrade attempt.fail-safe

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed/broken. Non-OEM (original equipment manufacturer) battery was present. Top case was chipped on corners, broken alternating current (ac) receptacle, and cracked battery door. No alarms were in event history log (ehl) relating to reported problem. The technician performed the power up process, attempted to download software version (v) 6.0.0 device powered on normally with v5.0.0 software, found no failsafe hardware error at this point. While setting pump to learn mode, pump changed to blank screen with constant alarm and would not download v6.0.0. The technician did not duplicate a failsafe hardware failure alarm. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician found the main board was no longer operational due to normal wear, it was 19 years old. Device will be placed in quarantine due to non-OEM battery present. Reference order number for further actions.

Event description:
Additional information received on 11-feb-2022:all three of these were bench failures in the shop during a software upgrade. There was no patient involvement at all.